Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they recently experienced a blood glucose level they were not able to remove the battery cap on their insulin pump. Blood glucose was 42 mg/d lat the time of the incident which was treated with food and turned the device off. Blood glucose level in the morning was 151 mg/dl. Customer's parent declined troubleshooting. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with stripped battery cap (p) coin slot.